Event description:
During a laminectomy, a pituitary ronguer was used but fell apart with use, due to the screw falling out. Screw not found in wound. Xray confirmed.

Event description:
During a laminectomy, a pituitary ronguer was used but fell apart with use, due to the screw falling out. Screw not found in wound. Xray confirmed.